Event description:
Ous MDR - after an implantation time of about 87 months, oversensing with inappropriate shock deliveries was reported. The lead was explanted and returned to biotronik for analysis. There were no other adverse patient side effects reported.

Manufacturer narrative:
The returned lead and the enclosed iegm recordings were thoroughly analyzed. The iegm recordings confirmed the sustained delivery of inadequate shocks on (B)(6) 2015. During the visual analysis, signs of abrasion were found at several sites along the lead body. In the distal section of the lead, the insulation was damaged due to fraying. This damage can with high probability be regarded as the cause for the observed artifacts in the ventricular channel.the position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the region of the tricuspid valve. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, severe explantation damage was detected at the lead. The rope conductor to the ring electrode was interrupted, and the lead body was damaged at several sites by laser extraction. The rope conductor to the ring electrode protruded from the lead body about 42 cm distal of the is-1 connector pin through one of those cuts. The shock electrode is shifted in distal direction; immediately proximal of the shock electrode, the rope conductor to the shock electrode is located outside of the lead body. This damage can with high probability be traced back to the tensile stress during the explantation process and the associated shift of the shock electrode. There were no indications of material defects or manufacturing errors.